Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure performed for banding in the esophagus on (B)(6) 2013. According to the complainant, during the procedure, the bands would not deploy. No damage was noted to the device components, or the packaging. There was no difficulty experienced, while setting up the device. The procedure was not completed, as another speedband device was not available for banding. The procedure was not being performed on an active bleed, and the physician did not feel that another device was necessary. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Examination of the device found six of the seven bands remaining on the ligator head with five of the bands partially deployed. The suture had been cut, most likely to remove the ligator from the scope. The teeth of the ligator head were found to be damaged. The wire was wound around the handle several times. The handle spool freely rotated when turned. The trip wire was not cinched into the handle slot, and there was no deformation to indicate the trip wire was previously cinched into the handle slot. The investigation concluded that the trip wire was not secured during device setup impacting the deployment activity of the bands during use. Based on the investigation results, the most probable root cause is user/use error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy procedure performed for banding in the esophagus on (B)(6) 2013. According to the complainant, during the procedure, the bands would not deploy. No damage was noted to the device components, or the packaging. There was no difficulty experienced, while setting up the device. The procedure was not completed, as another speedband device was not available for banding. The procedure was not being performed on an active bleed, and the physician did not feel that another device was necessary. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.